Manufacturer narrative:
Result: siderails.

Event description:
It was reported by service report that the siderails were broken. There was pt involvement, however, no adverse consequences are reported.